Event description:
Revision surgery - the pt complained of hip pain. The tests revealed elevated levels of nickel, indicating possible nickel allergy. The surgeon decided to operate in case of infection. There was no infection found, however, the surgeon performed a washout and implanted a new head and liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 7.7 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material report associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to pain, one due to infection, and one dislocation. This is the first complaint for this lot number. The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.